Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient went to the hospital with blood glucose levels of over 250 mg/dl. The pod was worn for about 3 days on the arm. They checked the patient for dka and found no evidence they were in dka, the reported that the patient was suffering from hyponatremia. The staff put the patient on intravenous therapy with sodium. They had the pod on the whole time while they were at the emergency room.